Event description:
It was reported that: pt is experiencing extreme pain, numbness, and muscle spasms. Pt is also reporting that he is experiencing stiffness and soreness. Pt states that the pain started three months ago and it was localized but has since increased. Pt states that doctor wants MRI to be scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.